Event description:
The customer contacted physio-control to report that their device failed to deliver defibrillation energy during a cardiac arrest. This patient is deceased.

Manufacturer narrative:
The customer submitted voluntary event report mw5093649. Block e4, initial report sent to FDA, has been updated from no to yes.

Manufacturer narrative:
Physio further evaluated the returned device. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. The device software and firmware were confirmed to be up to date. The device was held at a temperature of negative 18 degrees celsius for 48 hours to simulate customer conditions. Testing of the device after 48 hours showed normal device function. Specification temperatures for the lp15 device are negative 20 degrees to positive 70 degrees celsius for storage, and zero degrees to positive 50 degrees celsius for operation. Stryker re-educated the customer of the device specifications and when extreme cold is forecasted the device should be stored indoors. The device was archived by stryker and the customer received a replacement. The root cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device failed to deliver defibrillation energy during a cardiac arrest. This patient is deceased.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio performed a clinical assessment of the event and was unable to determine if the device malfunction contributed to the patient's outcome physio-control evaluated the customer's device and the customer's returned cables, and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was unable to verify the reported issue. After making unrelated repairs and observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to deliver defibrillation energy during a cardiac arrest. This patient is deceased.